Event description:
Sorin group received a report that the touch screen of the s5 mast roller pump was unresponsive during set up. There was no pt involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 mast roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the touch screen of the s5 mast roller pump was unresponsive during set u p. There was no pt involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.